Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not have symptom. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 400 mg/dl. Customer current blood glucose level was 309 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer did not report bolus wizard. Customer did not troubleshoot a pressure test. Bolus wizard was not confirmed. Customer did not mention if the set was bent. The infusion set changed june 15, 2018. Product will not be returning for analysis. The customer was using auto mode feature during the serious injury.